Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt received a low battery warning. She also reported that she has new pain in the heel and achilles tendon area. It was reported that the low battery message was most likely related to battery passivation. The message was allegedly cleared, and the pt felt stimulation. The pt was scheduled for a reprogramming session in order to address the pt's new pain pattern. No further pt complications were reported.